Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced detachment, change sensor/bad sensor, sensor updating alert. And harm reported, with no reported allegation of a device malfunction. The customer reported, a blood glucose value of 500 mg/dl. The customer reported, diabetic ketoacidosis and hyperglycemia treated with a manual injection/insulin pen. The cause of the event, was the sensor was not working and the infusion set came off. The documented treatment for high blood glucose was by manual injection. The event involved product(s) mmt-431a, mmt-7040a, mmt-1884 and mmt-342. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported, high blood glucose. The customer declined to continue with troubleshooting. The customer received, a change sensor alert. Explained possible causes, that the customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer reported, infusion set tubing detachment. The pump was not dropped with the set connected to the body. No further complications were reported. Product return requested for mmt-431a. The customer declined to return or was unable to return. No product return is required for mmt-7040a, no product return is required for mmt-1884, no product return is required for mmt-342.